Event description:
It was reported that the customer's insulin pump alarmed motor error several times during basal delivery. The blood glucose reading was 156mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the mother to run the displacement and self test and they passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested and passed the test. The device had missing end cap sticker.